Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. One device was received for evaluation. The complaint was verified by functional testing. The cause was the downstream occlusion (dso) sensor defective. Replaced the dso sensor to correct the issue. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device had a cassette not attached error. Discovered during testing. No patient involvement.